Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases, wear abrasion, void >1 mm on side non-textured, brown particles, and one linear opening. A leak test was performed which identified openings. A microscopic analysis was performed which identified one crease smooth opening and more than three striated openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one crease smooth opening assessed as fold flaw opening and more than three striated openings assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.